Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat#: 5510f301 ; lot#: unknown. Tri ts baseplate size 4; cat#: 5521-b-400 ; lot#: unknown. Triathlon asymmetric x3 patella; cat#: 5551-g-299-e ; lot#: unknown. Tri cemented stem 12mmx50mm; cat#: 5560-s-112 ; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to infection. A 4x11 cs insert was exchanged for another 4x11 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.